Manufacturer narrative:
(B)(4). Date sent: 7/6/2016. Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the device was "not delivering clips correctly". Did device jam (not fire clips)? Did device not feed clips? Did device drop or eject clips? Did device sideways feed clips? Did device fire malformed clips? Did device fire scissored clips? You stated the clips were "falling off". Were the clips falling off of the vessel they were applied to?

Event description:
It was reported that during a total thyroid procedure, the device was not delivering clips correctly and clips were falling off. Another like device and clip boats were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n91561. The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was cycled and it fed and it ejected 11 clips; finally, the device locked out as intended. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. No conclusion could be reached as to what may have caused the feeding incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.